Manufacturer narrative:
H6: work order search: no simliar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged due to lens opacity with asc observed the day before. The problem was resolved. Status of the eye is, "ok."

Manufacturer narrative:
B5: icl was explanted and, within the same procedure, phaco-emulsification and iol implantation was performed. Reportedly, additional information provided: "the icl was changed for cataract lens". (B)(4)